Manufacturer narrative:
Pump passed the self test. The test mobile device communicates properly to the pump. No device not found, unable to pair device during testing. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, the customer alleged the pump having trouble communication mobile device, device not found not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and high blood glucose. Also, the customer reported the pump and phone are no longer linked, the carelink login issue, the application was closing unexpectedly, and the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 50 mg/dl. Also, the customer reported the sensor glucose vs blood glucose was 68 mg/dl vs 50 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). Also, the customer reported the hypoglycemia was treated with the glucose/carb intake. The event involved products mmt-441ag, mmt-6102, mmt-7040ma, mmt-342g, mmt-7333, and mmt-1884. Troubleshooting was partially performed for low and high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low and high blood glucose event. The customer was used the auto mode feature at the time of the event. Troubleshooting was performed for the communication issue, carelink login, and the issue was resolved. No further patient complications were reported. No product return is required for mmt-441ag, mmt-7040ma, and mmt-342g. Product return is not applicable for nonphysical devices mmt-6102 and mmt-7333. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.